Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, while advancing the ace 64 through a sheath, the physician met resistance. In an attempt to remove the ace 64, it became stuck so the physician pulled hard to get it out. Subsequently, the ace 64 became stretched and was not used. The procedure was completed using a new ace 64. There was no report of an adverse effect to the patient.